Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, which was successful, and continued to use the pump without issues. Customer was advised to call back if the malfunction code recurred.